Manufacturer narrative:
The reported events of premature discharge of battery, no output and inability to interrogate were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Corrective actions have been taken to address the issue.

Event description:
It was reported that the patient presented in the emergency room with a low heart rate. Upon review, the patient's pacemaker was unable to be interrogated and there was no pacing output being delivered on telemetry. Premature depletion was suspected. The patient's device was removed and replaced. The patient was discharged.